Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on (B)(6) 2017 the patient experienced low blood glucose (bg) of 33mg/dl with weak legs and lethargy and was treated by emergency medical services. No further information was provided. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with an unspecified inaccurate delivery issue.